Event description:
Gore was recently informed of a series of events which have occurred over the past 12 month period. After the implantation of a gore propaten vascular graft, the pts reportedly experienced swelling of the leg. These reports are from the same hosp and same physician. This is all the confirmed info to date. Gore is working to investigate and assign lot/item numbers, dates and any add'l info to these clinical events. Refer to medwatch #: 2017233-2008-00402, -00403, -00404, -00405, -00406, -00407.

Manufacturer narrative:
The investigation is currently in process. This event appears to meet the criteria per the FDA 5-day event notice regarding heparin containing devices issued in 2008; therefore, gore is reporting this as a 5-day reportable event.